Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it with no recurring malfunction, was advised to continue using pump, and was instructed to call back if malfunction code recurred.